Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed increased pain during the trial. It was noted that the patient was known to have mental stability issues, did not comply with instructions to find pain relief, and was aggressive towards the clinicians. The leads were explanted and there have been no reports of further complications regarding this event.